Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted.a clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak was identified as a type ib endoleak from the left iliac limb. The ruptured abdominal aortic aneurysm (aaa) and death are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Procedure related harms identified was patient expired on (B)(6) 2021. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.device iteration is afx with duraplycorrections: g1,2: contact office- name has been updated. G4: date received by manufacturer - updated.h6: result code: remove code 3233.h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Following the initial implant the patient had a type 2 endoleak, a secondary endovascular procedure was not completed, and the physician elected to monitor the patient. Approximately one (1) year post initial procedure a follow up showed aneurysm sac growth and a potential type 1b endoleak. The physician elected to extend the right iliac artery and implanted an infrarenal aortic extension into the right common iliac to seal the endoleak. The patient is stable. This event was previously reported under MDR # 2031527-2016-00536. Endologix then became aware of an increased abdominal aortic aneurysm sac and suspicious endoleak based on the diagnosing computed tomography angiogram (cta) scan. The patient was asymptomatic. This event was previously reported under MDR # 2031527-2018-00548. Now, approximately four and half (4.5) years post initial procedure, the patient presented with a ruptured aneurysm due to an indeterminate endoleak. The physician elected to implant another bifurcated stent graft and two (2) ovation iliac extenders to resolve this event; however, the patient passed away two days later. Additional information: the reported indeterminate endoleak was identified as a type 1b endoleak from the left iliac limb.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Following the initial implant the patient had a type 2 endoleak, a secondary endovascular procedure was not completed, and the physician elected to monitor the patient. Approximately one (1) year post initial procedure a follow up showed aneurysm sac growth and a potential type 1b endoleak. The physician elected to extend the right iliac artery and implant an infrarenal aortic extension into the right common iliac to seal the endoleak. The patient is stable. This event was previously reported under MDR # 2031527-2016-00536. Endologix then became aware of an increased abdominal aortic aneurysm sac and suspicious endoleak based on the diagnosing cta scan. The patient was asymptomatic. This event was previously reported under MDR # 2031527-2018-00548. Now, approximately four and half (4.5) years post initial procedure, the patient presented with a ruptured aneurysm due to an indeterminate endoleak. The physician elected to implant another bifurcated stent graft and two (2) ovation iliac extenders to resolve this event; however, the patient passed away two days later.